Manufacturer narrative:
The strips were not returned by the customer.

Event description:
The reporter stated that while using the coaguchek xs meter(serial number (B)(4)) they obtained the following comparisons on two separate patients. The first patient had results that were 6.7 inr at 11:51 am, 4.9 inr at 11:54 am and 5.7 inr at 12:01 pm. All of the tests were done on separate fingers. No further information was provided about whether or not the patient received any treatment or changes in his medication. The second patient was female and her results on (B)(6) 2016 were 4.1 inr at 3:16 pm, 2.2 inr at 3:44 pm, and 2.1 inr at 3:47 pm. These tests were also all done on separate fingers. No further information was provided about whether or not the patient received any treatment or changes in her medication. There was no adverse event related to either set of results. The suspect product was requested to be returned and the replacement product was sent. The customer did not return the suspect strips. The relevant retention test strips (lot 205136) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). The retention samples were acceptable. The retention material performed as specified. The meter was returned and tested with the current masterlot of strips, lot number 230734. The results showed that all inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The customer allegation could not be substantiated.